Event description:
Customer reported the roller clamp did not shut off the IV drip and the air vent cap broke. The doctor felt the roller clamp was completely closed, but fluid continued to drip while on a pt. This event occurred at a surgery center. There was no pt or nurse harm and no medical intervention was required. Although requested, no additional pt or event details were provided by the customer.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.